Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse was unable to connect the minicap transfer set to the titanium adapter as it was loose. This was observed during set up of peritoneal dialysis (pd) therapy. The transfer set was replaced, however the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d9, h3, h6 and h10. B5: it was reported that the patient was due for a six (6) month transfer change. H10: the device was received for evaluation. A visual inspection with the naked eye noted damage on the inside of the patient connector. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titaniumadapter and no leak was observed; however, there was difficulty with connecting the patient adapter to the titanium adapter which was caused by the damage inside the patient connector.. The reported condition was verified. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.